Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had loss of communication errors. The malfunction did not occur during patient use.